Manufacturer narrative:
(B)(4). The field service engineer (fse) found a blackened area on the circuit board on the power supply. The fse replaced the f_win7 scc (list number 07d01-08), which includes the f+ power supply. A return of the part was not available but file images were provided which confirm a localized area of blackening on the board of the power supply. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. The fse resolved the issue through normal troubleshooting. A review of product labeling found that adequate instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems is provided to the user. There were no trends / similar complaints identified during the historical complaint review with respect to the scc platform f power supply (part number 7-206072-01) or for the architect i1000sr. The investigation for the scc f+ power supply (part number 7-206072-01) does not indicate a systemic issue or deficiency of the product; however, the information reasonably suggests a malfunction of the part did occur.

Event description:
The customer stated that they heard a loud pop sound and then saw smoke coming from the architect scc. The customer disconnected all power to the scc and the analyzer. There was no reported injury of a user, damage to the facility, or impact to patient management.